Event description:
It was reported that during a stent placement procedure, the part of the delivery system allegedly broke off. Reportedly, broken piece was allegedly retrieved by using snare. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing related root cause was considered but the lot number was not available for review of production related documents. Investigation summary: neither sample nor image provided which leads to inconclusive result. Potential factors that could have led or contributed to the event reported were evaluated. Therefore, previous investigations of similar complaints were reviewed. Inner catheter break/ detachment may occur as a result of difficult patient anatomy leading to increased friction during deployment and/ or tracking. Increased release force e.g., caused by incorrect holding or handling during deployment may lead to lumen deformation and may be a contributing factor. The system getting entrapped with the introducer or stent upon removal, inadequate accessories used, or deployment without pre dilation may be further contributing factors leading to friction increase. In this case only limited information was provided. Based on the information available, the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' The instructions for use further state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...)'. Regarding insertion and removal difficulty of the delivery system the IFU states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. H10: g3. H11: b3, d4 ,h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the part of the delivery system allegedly broke off. Reportedly, the broken piece was allegedly retrieved by using snare. There was no reported patient injury.